Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 570 mg/dl. Cause of bg level was not known. Customer "used the pump for automatic corrections and drank water" to address the issue and went to the emergency room. Customer was discharged the following day. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.